Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the outer conductor coil which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This device was returned without documentation from boston scientific. Per boston scientific, the patient did have one of their devices but it was removed on (B)(6) 2016 for an unknown reason. The patient's following physician on record did not have any information. It is unknown why this lead was explanted and when this lead was explanted. Should additional information be received, this file will be updated.